Manufacturer narrative:
Follow-up #1 date of submission 02/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the battery compartment is cracked from the top. A battery compartment leak was found with evidence of moisture inside pump. There was moisture corrosion in battery compartment and on bap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on 12/08/2014 alleging a casing condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.